Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to noise suspected to be caused by a subclavian crush. The lead is expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to noise suspected to be caused by a subclavian crush. The lead is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. The anode (outer) conductor resistance measured as an electrical open, indicating a fractured or broken conductor. Two dislocations (deformations) were noted, the coils appear slightly separated. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.